Manufacturer narrative:
Additional initial reporter listed as (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after successful intra-aortic balloon (iab) insertion the physician found that the iab pump stopped working. The alarm "check iab catheter" was generated. The physician adjusted the balloon but the alarm persisted. The console was changed, but the alarm still was not cleared. The iab was removed and replaced successfully. The physician found that the surface was rough at the lower part of the iab and the inner lumen was a little bent at the same position. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded. No blood was visible on the catheter. The extension tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. One kink was found on the catheter tubing and the inner lumen approximately 76.2cm from the iab tip. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation could not confirm the reported alarm, check catheter problem. The evaluation determined there was a kink in the catheter and inner lumen. It is difficult to determine when or how a kink in the catheter and inner lumen occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter/inner lumen can cause an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after successful intra-aortic balloon (iab) insertion the physician found that the iab pump stopped working. The alarm "check iab catheter" was generated. The physician adjusted the balloon but the alarm persisted. The console was changed, but the alarm still was not cleared. The iab was removed and replaced successfully. The physician found that the surface was rough at the lower part of the iab and the inner lumen was a little bent at the same position. There was no reported injury to the patient.